Event description:
Hysterectomy/prolapse surgery. Vaginal mesh was used, this could quite possibly be the cause of numerous bladder infections, (B)(6) and mild incontinence and hypertension since my hysterectomy in 2003, I have had a bladder cancer scare. I feel this may be due to the mesh used in my prolapse surgery in 2003.